Event description:
It was reported that customer had experienced high blood glucose of 29.8 mmol/l. Customer reported that they kept getting insulin flow block alarm. Customer reported that they changed site portion and infusion set multiple times but insulin flow block alarm persist. Customer declined troubleshooting. Customer had been using insulin pump within 48 hours of reported high blood glucose event. Customer reported auto mode feature was inactive during reported high blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.